Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility, the irrigation wheel would not turn. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility, the irrigation wheel would not turn. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.